Event description:
Customer reported that ventilarot went vent inop. In which the device stopped providing ventilatory support to the patient and alarmed. Customer reported the ventilator was in use at the time of the reported problem, and there was no patient harm.